Manufacturer narrative:
The date received by manufacturer has been used for this field. Initial reporter e-mail: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd insyte¿ autoguard¿ bc shielded IV catheters, the needle would not retract on four occasions. The following information was provided by the initial reporter: I have had multiple reports that the needle will not retract after use.

Event description:
It was reported that while using the bd insyte¿ autoguard¿ bc shielded IV catheters, the needle would not retract on four occasions. The following information was provided by the initial reporter: I have had multiple reports that the needle will not retract after use.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: investigation summary: our quality engineer inspected the representative samples submitted for evaluation. Bd received one hundred sixty-three unopened units from lot number 1355876. A sampling of twenty units were pulled in sets of five from each of the dispenser boxes. Prior to testing for retraction, the units were inspected for excess adhesive and a bound spring as retraction testing can destroy any evidence of defects regarding these issues. No gel or spring issues were identified. The devices were then tested for retraction by breaking tip adhesive, reseating the catheter, and then pressing the retraction button. One unit was found to not retract. The reported issue was confirmed. Upon inspection of the device, it was identified that adhesive was present between the hub and grip resulting in the retraction failure. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to adhesive build-up on the nozzle or station or part misalignment resulting in adhesive on the outside of the hub. Operators inspect for adhesive on the outside of the hub and button per the sampling plan. Inspections are also performed during setup and downtime. Maintenance is performed periodically to ensure proper function of the machine. The maintenance records were reviewed and verified to be up to date during the manufacturing of this lot. A device history record review showed no non-conformances associated with this issue during the production of this batch.